Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the customer was unable to provide a cgm blood glucose (bg) reading and meter bg reading at the time of the event. As a result of the increased basal delivery, the customer's blood glucose lowered to 64 mg/dl. Due to the bg level the customer experienced an "automobile accident and needed hip surgery." Customer went to the emergency room (ER) and was subsequently hospitalized. Customer was treated with intravenous fluids and was released from the hospital approximately on (B)(6) 2025 with the issue resolved and no permanent damage. Recommendation was made to discuss diabetes management with a health care professional. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.